Manufacturer narrative:
(B)(4). Product eval pending.

Event description:
Following deployment of the device, the subject is questioning the "shock advised" notifications given by the device. The subject survived.